Event description:
This 23 mm sjm epic valve was implanted on (B)(6) 2012. The valve was explanted on (B)(6) 2015 as it was heavily clotted and replaced with a 21 mm sjm trifecta valve. The patient was stable during and post procedure.

Manufacturer narrative:
(B)(4) - obstruction within device. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.